Event description:
It was reported that the image went dark on the 9800 system. It was noted that the image returned when c-arm was moved to ap and case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the high voltage (hv) cable assembly. The sys was tested and found to be working as intended and placed back into service.